Manufacturer narrative:
D4 UDI: (B)(4). E1 establishment name: (B)(6). The investigation is ongoing.

Event description:
As reported by our chinese affiliates, during implant procedure of a 23 mm sapien 3 valve in the aortic position via transfemoral approach, when the valve was being positioned, it became stuck at the stent mounting point of a non-edwards valve, and could not be advanced or withdrawn. As a result, the valve was deployed in that position, and a second valve was subsequently implanted. No patient injury occurred, and no damage to any edwards device was reported. The patient was in stable condition post-procedure.